Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house testing was performed using the contour next link meter with in-house contour next test strips and in-house contour next control solution from lot#: 9bv2g36, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer ran control test and obtained a reading of 149 mg/dl on the contour next link meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During the call, multiple control tests were run by the customer which were properly marked as control readings in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. However, during the follow-up call, the customer declined to return the device for evaluation. The customer stated that the device was working within specifications. Replacement meter and test strips were sent to the customer.